Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two attempted right atrial (ra) leads could not be fixed well. A third lead with a different fixation mechanism was ultimately implanted. No patient complications have been reported as a result of this event.